Event description:
Revision surgery - due to a failure of proximal, dorsal metal around bearing. Estimated size of 5mm x75mm ulna stem. Original surgery was in 2002. The surgeon removed old stem and cement, then replaced with a 5x155 ulna stem.

Manufacturer narrative:
The reason for this revision surgery was due to the patient having a failure of proximal, dorsal metal around bearing. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. The complaint does state the implant may have been in-vivo since 2002. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated a disability/permanent damage. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and product complaint report history for this product could not be conducted due to no part or lot number being reported. Searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. This complaint is deemed to be non-product related. The complaint states the patient had a failure of the proximal, dorsal metal around bearing. The surgeon removed old stem and cement. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part associated with this investigation was not returned to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.